Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had 2 reservoirs that would not push insulin and the insulin pump alarmed no delivery during an infusion set change. The customer's blood glucose reading was 79 mg/dl. The customer performed troubleshooting and found that after connecting to a new infusion set that insulin still did not exit. The customer had to use a new reservoir to no avail. The customer was sent replacement infusion sets and reservoirs. Nothing was returned for analysis.